Event description:
The customer reported the distal tip was completely torn. It involved an olympus uretero-reno videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, h4. The device was returned to olympus for inspection and the reported failure of distal tip completely torn was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple bending support pins were detached from the bending skeleton producing sharp edge. Based on the results of the investigation stress problems was identified. A probable cause could be traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.